Event description:
This report is being filed upon notification from our MFR in (B)(6), to submit this event that happened in (B)(6). Problem: pt was scanned with a cardiac coil on this mr system. Immediately after the examination, a second degree burn with a 5 cm blister was found on the pt's right lower abdomen. The coil cable touched the pt's skin at the location of the burn.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.